Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient increased stimulation by 0.2 and began to feel the sensation again. The issue was resolved at the time of this report.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the first two days they had the device their symptoms were being controlled by 50%. They gradually kept increasing stim so they could always feel it but then after they went to a store on the second day after implant, they stopped feeling stim and the device had since stopped helping symptom control. They had increased stim but that hadn¿t helped. They wanted to know if they should feel stim all the time or does the body get used to stim sensation. Patient services reviewed information. The patient said their follow up appointment was friday and they will discuss their symptoms and making therapy changes with the healthcare professional then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back regarding symptoms was still experiencing intermittent control. When asked, patient said that she did see hcp that friday after previous call and since she had a "good" day that day, she told the hcp everything was fine. Patient was advised to monitor symptoms and also food/beverage intake to determine if there are any patterns. Reviewed general use of external devices patient will follow up with hcp based on her symptom results.